Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unknown. The aortic neck was found to have an angulation of 60-degrees and it had dilated due to disease progression leading to migration of the stent graft. Two days later, the patient was treated by implanting 2 aneurx aortic cuffs proximally. Medtronic has requested additional information; however, no information was received to date.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (migration). Patient's condition affected effectiveness of device (angulated and dilated aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (angulated and dilated aortic neck).